Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 03.501.080. Lot: l945455. Manufacturing site: haegendorf. Release to warehouse date: august 29 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the application instrument for sternal zipfix was not tightening and was cracked. The issue was discovered during inspection and service. There was no patient involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).